Event description:
It was reported that during the implant the left ventricular (lv) lead "placement was attempted in all possible target branches of the vessel; however, satisfactory threshold could not be achieved in any of the branches." It was noted there was difficulty with placement and the lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.